Manufacturer narrative:
During the inspection of the returned device, the customer¿s allegation was confirmed. The nozzle on the air/water channel was obstructed with debris, which had caused the weakened flow. In addition, there was a damaged side cover, deformed bending tube and peeling paint on the suction cylinder nut. The angulation system passed functional testing but adjustment was recommended. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the air/water flow on the evis exera iii gastrointestinal videoscope was weak/ineffective prior to an unknown procedure. The procedure was not impacted by the event. During inspection of the returned device, the nozzle on the air/water channel was obstructed, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was obtained from the customer. The procedure was completed using a different device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although the white powder was not identified, it was likely caused by water in combination with the disinfectant used to decontaminate and subsequently rinse the endoscope. The customer site performs a microbiological analysis of water twice a year and the results have been acceptable. The hospital has experienced the clogging of the a/w for a while with an indeterminate sticky yellowish sediment. Currently, the customer performs a two-stage disinfection of the endoscope in the bht automatic disinfector and the sediment is visible in the disinfector's washing chamber. Previously, the customer performed the endoscope disinfection manually with the same result. Currently, the customer is using reverse osmosis for water treatment, which had been utilized around three (3) to four (4) months. Based on the investigation, it is likely the device was improperly reprocessed after the previous procedure, which could have caused the nozzle to become obstructed with solid and adherent material from chemical solutions. The reprocessing manual instructs users how to reduce/prevent the failure by handling the device in accordance with the following instructions for use (IFU) statement: precleaning the endoscope and accessories: ¿flush the air/water channel with water and air. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ manually cleaning the endoscope and accessories: ¿clean the external surface. While immersing the endoscope completely in the detergent solution, thoroughly wipe or brush all external surfaces of the insertion section, using clean lint-free cloths, sponges, or brushes. Take the insertion section out of the detergent solution and confirm that no debris remains on all its external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. Flush the air/water channel with detergent solution remove detergent solution from all channels.¿ the operation manual of the endoscope instructs users how to handle inspect for this failure: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ the user is instructed to inspect the endoscopic system, the air-feeding function and the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.